Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue and experienced pneumonia, diabetic ketoacidosis and high blood glucose level reported to be over 1400 mg/dl. Subsequently, the patient was hospitalized. He was induced in a coma for about two days. He spent about three weeks in the hospital and 4 weeks in a rehabilitation center. He discontinued the use of pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.